Event description:
Please note that this current manufacturer report had previously captured the two associated explants previously reported for this patient. Going forward this current report (#3007566237-2017-01573) will capture the first explant. Additionally, going forward any details pertaining to the "explant yet again" (the second explant of this patient) will be captured in manufacturer report # 300756 6237-2017-02384.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in canada who received an unspecified medication via an implantable pump system. It was reported that a physician had a similar experience of the reported hypertrophic tissue (see manufacture report #3004209178-20 16-17821) in which re-implantation was unsuccessful as the scar tissue came back and they had to explant yet again. The reporting hcp had no further information regarding this patient's events. No further complications were reported/anticipated.